Event description:
It was reported that the atrial lead dislodged. Patient was hospitalized. A lead revision was performed. The lead was re-attached in an appropriate location to achieve correct atrial pacing and sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2013-(B)(6); addr01 implantable pulse generator (ipg) 2013-(B)(6). (B)(4).